Manufacturer narrative:
Additional information: section d-6a date implanted: not applicable as the iol was removed and replaced during the initial procedure. Section d-6b date explanted: not applicable as the iol was removed and replaced during the initial procedure, therefore not explanted. Device evaluation: product investigation was completed. Physical product evaluation was not possible as product was discarded by the account. Device history record (DHR) review: the manufacturing records for the product were reviewed, the units were released according to specification. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported there was a cloudiness on the posterior side of the model dib00 24.0 diopter intraocular lens (iol). The iol was exchanged at the time of surgery for another dib00 24.0 diopter iol that was implanted into the patient¿s ocular dexter (right eye). There was no incision enlargement, no serious patient injury, and no vitrectomy. Patient status is pending post-operative period. The suspect iol is not available for return as it was discarded. No further information is available.